Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The event occurred in (B)(6). Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-09726, 0001825034-2018-09747.

Event description:
It was reported that during surgery the cup inserter would not disengage from cup, as a result, the surgeon removed the cup, and finished the surgery with an alternate cup. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
UDI # (B)(4). Examination of the returned devices confirms the report. The inserter and shell were assembled upon receipt. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.